Event description:
Patient reported, right side rupture. ¿feeling deformity¿ and ¿slight discomfort¿. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ red and white encapsulation. ¿ red particle material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Patient reported right-side rupture, ¿feeling deformity¿ and ¿slight discomfort¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. Device is implanted.